Event description:
The manufacturer received information alleging that the rental alice nightone device had exposed wiring attached to the unit while it was in use. There was no reported medical intervention or harm. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.